Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device kept alarming to replace the battery. They were unable to change the battery at the time of the call. They were advised to change the audio options. The customer stated that changing the audio options did not work. They also received insulin flow block alarms but declined to troubleshoot. The customer's blood glucose was 270 mg/dl. The device will not be returned for analysis.